Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. The ventilator inoperative alarm was confirmed during operational checking due to a flow sensor standard deviation. A software fix was performed, and the issue was resolved. The flow sensor was also replaced as a preventive measure.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.